Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an atrial lead implant procedure on (B)(6) 2021. During the procedure, it was noted that the implanted lead could not be removed for repositioning. The physician stated the screw was stripped and consequently the helix would not retract. The lead remained implanted in the patient. There were no adverse consequences to the patient.